Manufacturer narrative:
The customer contact information as well as the veris mr vital signs monitor system information was not provided. Therefore, a system service check of the equipment was not able to be performed. The pulse oximeter probe for this device utilizes fiber optic technology which does not produce heat and is not electrically conducive. The following is an excerpt from the veris operation manual: special mr-compatible sensors help provide for patient safety in the mr environment because the sensor cable which connects to the pulse oximeter probe is fiber optic, i.e., made of a material that does not conduct electricity and does not build up electrical charge or heat when used in the MRI scanner. For the same reason, the sensor and cable are immune to electromagnetic interference, such as might be produced by high frequency (hf) surgical equipment. The following are excerpts from the veris operation manual: possible burn hazard. Do not coil cables inside the mr scanner. Do not extend or coil the spo2 sensor extension cable into the magnet bore. There is a potential for thermal heating of the extension cable, caused by the interaction between the mr system's rf energy and the electrically conductive sensor extension cable. Attaching the probe too tightly to the skin may generate inaccurate readings (by reducing blood flow to the target area) and cause blisters on the patient's skin. (Lack of skin respiration, not heat, causes the blisters). Do not tape over the pulse oximeter sensor housing. Taping over the housing may cause injury and sensor failure due to excessive pressure. When placing the sensors on all patients, ensure proper size is selected to provide a secure fit while not so tight as to restrict blood flow. Bayer radiology clinical complaint handling group determined a potential cause for the reported patient's foot injury may have been the creation of a conductive coil (loop) involving the patient's foot within the MRI environment while the patient was undergoing the MRI study. This conductive coil (loop) could have resulted from (1) permitting the patient's extremities to touch the sensor extension cable, (2) the patient's extremities touching the bore of the magnet, and (3) looping of cables within the bore of the magnet. Another possibility for the patient's reported injury, is that the tape applied to hold the pulse oximeter probe in place was too tight resulting in a compression injury that may have resembled a burn.

Event description:
Bayer medical care was notified of an alleged burn that occurred during an MRI scan while a patient was connected to a veris mr vital signs monitor system. A male pediatric patient (aged 9 or younger) with a history of vater syndrome had been receiving in-home care following radical surgery for high-type anal atresia and surgery for c-type esophageal atresia. The patient had choked on a piece of bread and was urgently transported to the hospital at which time he was intubated and placed on a ventilator for airway support. Five days later the patient underwent an MRI scan of the brain for evaluation of post-resuscitation encephalopathy while connected to a veris mr vital signs monitor. Although there were large, medium, and small pulse oximeter sensors available, the staff applied a large finger pulse oximeter sensor to the patient's left foot and secured it with tape during the scan. After 45 minutes, the scan was completed and, upon removal of the pulse oximeter sensor, a 5x5 mm dark-red lesion was noted on the dorsum of the left foot. Consultation by a dermatologist confirmed that the patient had suffered a first degree burn and was placed under clinical observation. The current status of the patient is unknown. Note: this incident was reported to the pharmaceuticals and medical devices agency (pmda) in (b))(6). The date of the event was not disclosed by the pmda. Bayer medical care was not made aware of this incident until (b))(6) 2020.